Event description:
A health care professional called the helpline for information on using the customer's insulin pump. The customer's blood glucose value was unknown. The health care professional did not confirm whether the hospitalization was diabetes-related. No further information was available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.